Event description:
It was reported that a patient underwent a cardiovascular procedure on an unknown date and suture was used. During the procedure, the device was left inside the patients leg. The device was removed at a different account. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What part of the device was left inside the patient¿s leg? What is the alleged deficiency of the endoloop ligature? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? What instruments were used to grasp the device? Were x-rays performed to localize the device fragment? What was the size of the device fragment? Was the device retrieved during the same procedure? Did the patient undergo a re-operation to remove the device? Please describe any medical/surgical intervention required for this event including dates and results. Did the operating surgeon observe any device deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Does the device remain retained in the patient's tissue? If the device was retained, where is it located/in what structure? If retained, were there any patient consequences? If retained, are there plans for removal of any remaining fragments? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number? Surgeon¿s name?